Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During delivery, the long impella sheath was placed in the right femoral artery. Then the patient began to decompensate again leading to ventricular tachycardia, multiple shocks were administered and return of spontaneous circulation was achieved. The aortic valve was crossed with the pigtail, and the impella advanced over the 018 wire. The impella pigtail crossed into the left ventricle, but the physician was unable to advance the cannula. The impella was removed, and a new 018 wire was placed in the left ventricle. The impella again advanced over the wire, however the physician was unable to cross the aortic valve with the impella cannula. The impella was once again removed. The patient received multiple rounds of cardio-pulmonary resuscitation with multiple shocks and recovery during this entire process. The patient was also intubated with a temporary pacer and multiple drips. The patient did not survive the procedure. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported delivery issue and ventricular fibrillation has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was determined to be patient condition as the pump was unable to cross the valve and multiple rounds of CPR were performed while attempting to place the device. As noted in the impella IFU: impella cp with smart assist system. Section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. This report is being filed as part of a retrospective review of historical records.